Manufacturer narrative:
The event was confirmed. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection was performed as part of the material analysis report. The mar stated that the extractor failed due to an overload condition. Eds was performed on the fragment and elemental constituents were consistent with 17-4 ph stainless steel. No material or manufacturing defects were observed on the surfaces examined. The investigation determined the likely root cause of the event to be due to an overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The slap hammer broke during the primary surgery. A back-up was immediately available.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The slap hammer broke during the primary surgery. A back-up was immediately available.